Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump case clip broke causing the pump to fall from the customer's waist. As a result the infusion set was pulled out. The customer's blood glucose was 143 mg/dl.